Event description:
Boston scientific received information that this lead was exhibiting pacing impedance measurements greater than 2000 ohms and elevated threshold measurements. Additionally, noise was oversensed which resulted in pacing inhibition and asystole greater than two seconds. The patient did not experience a syncopal event but reported feeling lightheaded. The rate/sense portion of the lead was removed from service and a new rate/sense lead was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.